Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient was experiencing discomfort and pain at the implant site. The patient had an x-ray taken and showed the lead had migrated and the implant battery had rotated within the pocket. The physician did a lead revision and pocket revision. There were no other patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to discomfort, pain, lead migration, and battery migration which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient was experiencing discomfort and pain at the implant site. The patient had an x-ray taken and showed the lead had migrated and the implant battery had rotated within the pocket. The physician did a lead revision and pocket revision. There were no other patient complications.